Event description:
Pt experienced extravasation of methyl methacrylate during l3 vertebroplasty for treatment of compression fracture. Not identified on intraoperative film. Unrelentless back pain and inability to stand. Underwent l2-l4 decompressive laminectomy. Failure to improve prompted corpectomy expandable cage, instrumentation and fusion. To rehab 11 days later.